Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and the dine bridge board were replaced during the service call. The system was teste and found to be working as intended and put back into service.

Event description:
The customer reported that the system had loss of cine function. No pt injury was reported.